Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code: no known impact or consequence to patient. Device code: no known device problem. This event is currently under investigation.

Event description:
The patient alleges to have received an unknown filter in approximately (B)(6) 2003 at (B)(6) university in (B)(6). The implanting physician is unknown. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "gunther tulip filter- migration, vena cava perforation, cramps, pain, fever. Updated sfc". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter migration is a known potential complication of vena cava filters. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. Product information not provided. Patient code 1: vessels, perforation of (2135). Patient code 2: pain (1994). Patient code 3: fever (1858). Device code 1: migration of device or device component (1395). Device code 2: unintended movement (3026). Corrected data based on new information received: adverse event to adverse event and product malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 08/03/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2003 via the femoral vein due to massive trauma with pe and dvt. The filter was allegedly successfully retrieved on (B)(6) 2010. The plaintiff alleges strut perforation of vena cava with prongs extending into the duodenum, hematoma and fluid around vena cava, fevers, chronic back pain.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. If additional information is received, the report will be re-opened for further investigation.

Event description:
The patient alleges to have received an unknown filter in approximately (B)(6) 2003 at (B)(6). The implanting physician is unknown. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.